Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were events from the implantable cardiac monitor where both undersensing and oversensing were found in the electrogram strip. The device remains in use. No patient complications have been reported as a result of this event.